Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that within two minutes of the successful implant of this 34mm transcatheter bioprosthetic valve, the valve migrated ventricular. The valve skirt was below the annulus and hemodynamics became unstable due to a baseline ejection fraction of 10% resulting in moderate/severe paravalvular leak (pvl). A second valve was implanted valve-in-valve with resultant mild pvl and acceptable gradients. No adverse patient effects were reported.

Manufacturer narrative:
It was reported the valve was implanted into a 90 mm perimeter annulus with little leaflet calcium. Migration is a known potential adverse effect per device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level, sparsely calcified native anatomy providing insufficient anchoring, asymmetrical root calcification, under expansion of the valve and others. Although the valve sizing was in accordance to the IFU sizing criteria the lack of calcification may play a role in the subsequent migration. However, a conclusive cause could not be determined from the limited information available. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.